Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device revealed the screw shank separated from the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the dislodgement between the polyaxial tulip head and the polyaxial¿s screw shank cannot positively be determined. However, a probable root cause may have likely been that the polyaxial screw was subjected to higher than anticipated forces during removal. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported a complaint to (B)(4) regarding a failed construct for dr (B)(6). No details. Patient 6 months post op, rods broke. So we revised patient. Once opened to revise the 7x50. Screw heads came disengaged from the shank of screw and sfx had broken in half. Then while inserting 9x80 screws into pelvis (an 7.5 x80 was removed first) the driver broke in screw heads. The patient said he did not fall but rods broke, sfx broke, screws broke.